Event description:
Home infusion nurse reported the pump beeps constantly throughout the infusion even through changing tubing and troubleshooting different techniques. It says, "downstream occlusion" at every ramp up and randomly throughout (patient has a port). The first infusion we used this pump with (april¿s 3 day infusion) it did it at one or two ramp ups and it didn't slow the infusion time, which only happened on the last day. Now that it's happening again, nurse didn't want to continue using it if there's an issue going forward. All medicine was infused with only a couple minutes added because of the interruptions which were short stops. Pump is being replaced. Unknown if defective pump is on hand for return to manufacturer. No further information, details or dates provided. Serial number: (B)(6).